Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies. .

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead had exhibited loss of capture despite multiple attempts of repositioning. The physician elected to remove and replace the ra lead. The patient was in stable condition throughout.